Event description:
It was reported that the cadd-legacy one ambulatory infusion pump experienced an ndpwr (no disposable alarm - pump won't run) alarm during infusion, resulting in under-delivery of 5-fu (5-fluorouracil). The patient delayed reporting the event for more than 8 hours, and no troubleshooting was performed. The programmed rate was 52 ml per 24 hours, and remaining volume was 81.5 ml. There were patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.